Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Two segments of the lead were returned; some portion of the lead may have been missing. Laser extraction damage was noted on the insulation. Blood/body fluid was noted in the lumen. Microscopic inspection noted that the trilumen insulation had webbing damage approximately 277-275 millimeters from the tip. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. There was also a trilumen insulation abrasion noted through to the distal high voltage lumen approximately 130-146 millimeters from the tip. The abrasion was a long, smooth abrasion. Due to the location and type of damage it was likely caused by lead-on-lead interaction within the heart.

Event description:
Boston scientific received information that this device and the associated right atrial (ra) lead displayed noise that was reported to have been present for awhile. The device had been programmed vvi in relation to the ra noise. In addition, the right ventricular (rv) lead displayed steadily increasing impedances. Concern over a lead fracture was present. The patient was seen for a revision procedure where the device, ra lead and rv lead were explanted. There were no additional adverse patient effects reported. The lead was returned for analysis.